Event description:
The technician alleged the bed exit would not set. No pt impact.

Manufacturer narrative:
The technician found the power cord was not connected to the bed, user error. The technician reconnected the power cord and charged the battery to resolved the issue.